Event description:
A #10 surgical blade that was included in the ep implant tray was stuck to the sterile packaging that held the product. The packaging remained on the blade after opening the product. The sterile blade and blade packaging was removed from the sterile field. No patient harm inflicted.device #1is this a laboratory device or laboratory test?no.